Event description:
The complainant has reported that patient (age and gender unknown) underwent a therapeutic placement of an ultraflex esophageal stent in the mid esophagus. The stent initially expanded with satisfactory result. The patient was hospitalized two days later when the patient presented with vomiting and an inability to tolerate thick liquids. The stent was noted to be compressed with narrowing of the lumen. Subsequent dilatation of the stent resulted in temporary restoration of luminal patency. Additional information provided by the clinician indicates the patient is weak, but stable. There are no plans for further intervention until the patient is not able to tolerate any intake by mouth.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.